Event description:
On (B)(6) 2015, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. The main device was deployed on the intended location. A gore® dryseal sheath was advanced from the contralateral side. The iliac artery showed tortuosity. The physician attempted to advance the contralateral leg device (pxc141400) inside the sheath and suddenly the delivery system was separated from the stent graft. The device was deployed in the sheath. The physician moved the delivery system back and forth but was not able to move the stent graft. The delivery catheter and the sheath with the included device were pulled out of the patient together. Another gore® dryseal sheath was used with a new contralateral leg device. There was no endoleak. The procedure was finalized without any adverse effects and the patient was doing well following the procedure.

Manufacturer narrative:
The device was sent to gore for analysis. The returned product exhibited a complete fracture of the polyimide guidewire lumen at the proximal end of the trailing olive. It appeared that the fracture was due to a polyimide guidewire lumen¿s tensile failure. It appeared the endoprosthesis was prematurely deployed inside of the introducer sheath. It appeared the fractured polyimide guidewire lumen and the endoprosthesis were inside the dryseal introducer sheath. The guidewire was not returned and therefore the compatibility of the guidewire with the endoprosthesis could not be evaluated. The warnings and precautions section of the gore® excluder® aaa endoprosthesis instructions for use (IFU) states, ¿do not attempt to withdraw any undeployed endoprosthesis through the 12 fr, 18 fr or 20 fr introducer sheath. The sheath and catheter must be removed together.¿ the root cause for the fractured polyimide guidewire lumen could not be determined with the available information. The root cause of the premature deployment was retracting the fractured catheter through the introducer sheath.

Manufacturer narrative:
.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4)